Manufacturer narrative:
To date, the incident sample has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The report stated that during a total gastrectomy procedure, the instrument was being used on the greater omentum. At first, the device was working fine but then it would not seal even though the generator gave an end tone indicating a completed seal. The generator was set at 2 bars. Another device was opened and used. There was no bleeding and the pt is ok.